Event description:
It was reported that the health care professional (hcp) requested assistance in programming this implantable cardioverter defibrillator (ICD) system to magnetic resonance imaging (MRI) protection mode. Technical services (ts) confirmed that the system is MRI-conditional but noted that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Additionally, high pacing thresholds were observed, with the lead programmed at maximum output. Ts advised the hcp of these findings and indicated that proceeding with MRI should be at the physician discretion. No adverse patient effects were reported. This rv lead remains in service.